Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
Arjohuntleigh was notified about a complaint involving enterprise 9000x bed. The reported incident took place in (B)(6) in (B)(6). Following the information reported the electric CPR did not work at the time the patient suffered cardiac arrest. The manual CPR was used to reposition the patient to required position. The patient was successfully resuscitated and no injury was sustained.

Manufacturer narrative:
This report is being filed under exemption e2012070 by (B)(4). On (B)(6) 2018 arjohuntleigh received a customer complaint involving enterprise 9800x. The reported malfunction took place in the hospital (B)(6) in brazil. Following the information provided, the bed electrical functions did not work while a patient lying on the bed suffered a cardiac arrest. The electric CPR control button was pressed to enable resuscitation to be carried out. Despite button activation, the electric CPR function did not work. The manual CPR was used instead in order to reposition the patient to the required position. The patient did not sustain any injury. It needs to be emphasized that each enterprise 9000x bed is equipped with manual CPR release handles located below the calf section on each side of the bed and electric CPR buttons build up in control panels. These features flatten the backrest section of the bed to the horizontal position to enable resuscitation to be carried out. Even though the electric CPR does not work the manual CPR can still be used - as was done in this particular complaint. After the incident the bed was inspected by arjohuntleigh technician with regards to the alleged issue. The evaluation revealed that the power supply installed on the bed had visible signs of burn. Further inspection allowed to establish that the power supply installed on the bed was incorrect. According to the information provided by complaint originator the power supply s9094 (230v) originally installed on the bed was replaced by arjo technician with power supply s9110 (110v). It was done on customer request (the reason for part replacement remains unknown). It needs to be emphasized that brazil is one of the very few countries that does not have a standard voltage in the socket. Most states use 127 v electricity, but a couple of them are on 220 v. In this particular case the bed was plugged into 220-volt socket what in consequence led to the power supply damage (the power supply (110v) did not withstand given voltage (220v). The product instruction for use (e.g.746.594 rev. 6) contains all crucial information which should be followed to ensure patient safety: warning "unauthorised modification or repairs to this product may affect its safety and will invalidate any warranty. Arjohuntleigh accepts no liability for any incident, accident or reduction in performance that may occur as a result of such repairs or modifications." In summary, in a course of conducted investigation and bed's inspection done by arjohuntleigh representative, we were able to establish that the electrical functions incl. Electric CPR did not work due to power supply damage caused by incorrect part installation and bed's connection to the socket with higher voltage then the power supply could withstand. It needs to be emphasized that all manufactured enterprise 9000x beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record. The device history record has been reviewed for this specific device and no anomaly was found. Although there were no injuries reported, the complaint was decided to be reportable due to electric CPR being inoperative in an emergency situation. Nevertheless, in this particular case the safety feature (manual CPR) designed in a device protected against a fault becoming a hazardous situation. At the time of the incident the bed was being used for patient care and was not working up to manufacturer's specification.